Event description:
It was reported that the patient underwent a paddle lead explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a paddle lead explant procedure due to an unknown reason.